Event description:
Patient taken to o.r. For hemorrhoidectomy, a pph stapler was used. The surgeon proceded in the usual manner with the device. After discharging the stapler, the device was removed. The device had not fully detached which resulted in the tearing of the rectal wall. A repair was performed. The patient required transfer to the hosp to observe for pain and bleeding.